Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device's pacing functionality was not working. The customer reported that there were no adverse effects to the patient.